Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to boot. Troubleshooting steps were taken to no avail. The programmer is expected to be returned for service. There was no patient involvement.